Manufacturer narrative:
The initial medwatch report indicates: returned to manufacturer - (B)(4) 2016. The initial medwatch report should indicate: returned to manufacturer - (B)(4) 2016.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be a shorted preamp capacitor, designator c157 from the analog pcb assembly. The shorted capacitor caused the voltage at ic u46, leg 7, to drop to 5 volts.

Event description:
The customer initially reported that their device was showing its service wrench and had logged an event code. After an evaluation of the device, it was observed that the device was unable to detect a shockable ECG rhythm during rhythm analysis and as a result, could not deliver a defibrillation shock to a patient. There was no patient use associated with the reported issue.